Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an extracapsular cataract extraction procedure, there was no reflux provided from the footswitch, event after several activations. There were no advisories displayed. Additional information was received from the customer reporting the patient experienced a posterior capsule tear, in the right eye, which required an anterior vitrectomy. An intraocular lens was implanted into the anterior chamber of the eye. The footswitch was switched out to complete the case.

Manufacturer narrative:
Additional information provided in d.4., d.10., h.3., h.4., h.6., and h.10. There is no evidence contained within the reported information at this time that indicates that the design or performance of the equipment had any effect on the integrity of the posterior capsule. There was no on-site service performed on the footswitch at the time of the reported event. The customer was sent a replacement footswitch. A service record (sr) was opened on (B)(6) 2020 when preventative maintenance was performed on the related system. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
An sr was opened (B)(6) 2020, where preventative maintenance was performed. The fluidics module was replaced as a preventative measure. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).